Manufacturer narrative:
The touchscreen assembly was returned for evaluation and tested. A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The reported malfunction was confirmed. All electrical testing is in the specification, unresponsive regions all over the touchscreen are observed. This failure was caused by the manufacturing process leaving dead spots on the screen.

Manufacturer narrative:
Date of report: 06aug2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
It was reported to philips by a customer that the unit's touch screen was not working. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The international service engineer evaluated the unit and confirmed that the touch screen is checked in diagnostic mode and it does not work; impossible to calibrate it. Further information is pending.

Manufacturer narrative:
Additional information was received that the device was being set up for therapy at the time of the reported event. No harm or injury has been indicated or alleged. The international service engineer replaced the touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.